Event description:
It was reported when using the bd pyxis¿ anesthesia station es, waste bin holder was broken. The customer reported that there was sharp edge due to the broken holder. There were no delay and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a broken waste bin holder and sharp edges. A field service engineer (fse) verified that the sharps bin bracket holder was broken leaving a sharp edge. So, the fse removed the broken sharps bracket and replaced it with a new one. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, waste bin holder was broken. The customer reported that there was sharp edge due to the broken holder. There were no adverse events or injuries reported based on this incident.